Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was heating up, loose, and vibrating was confirmed. An assessment was performed and it was observed that the device heated up over the temperature specification (130.5 degrees in 5 minutes should less than 118 degrees in 10 minutes), and vibrates, make unusual noise, also the connector was loose. It was further observed that the driveshaft, shim, and bearings were worn out and was causing the issues. The assignable root cause was determined to be due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was heating up, loose, and vibrating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.